Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside the cassette door of the liberty select cycler. Fluid was discovered in the pump module area and on the external of the cycler set cassette. The patient reported receiving the m31 air detected in cassette alarm as well as the m75 volume error during fill 1 of 5 and the treatment was cancelled. The patient was advised to allow the cycler to dry overnight before using it again. Upon follow-up the peritoneal dialysis registered nurse (pdrn) stated they were unfamiliar with the reported event. The pdrn stated that the patient has not had any adverse events, serious injuries, or required medical intervention since the reported event date. The pdrn also reviewed the patient's treatment details and confirmed that the patient was able to complete treatment on the night of the event using the cycler. The cycler remains with the patient for continued use without reoccurrence of the reported issue. The cycler set was not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside the cassette door of the liberty select cycler. Fluid was discovered in the pump module area and on the external of the cycler set cassette. The patient reported receiving the m31 air detected in cassette alarm as well as the m75 volume error during fill 1 of 5 and the treatment was cancelled. The patient was advised to allow the cycler to dry overnight before using it again. Upon follow-up the peritoneal dialysis registered nurse (pdrn) stated they were unfamiliar with the reported event. The pdrn stated that the patient has not had any adverse events, serious injuries, or required medical intervention since the reported event date. The pdrn also reviewed the patient's treatment details and confirmed that the patient was able to complete treatment on the night of the event using the cycler. The cycler remains with the patient for continued use without reoccurrence of the reported issue. The cycler set was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.